Event description:
Nurses have reported that the port on these bags (the middle port where medications can be added after the tpn is completed) have fallen out, when held upright for administration to a pt. This has happened to several of the bags in this lot number.